Event description:
It was reported that after a peripheral interventional procedure, arteriotomy closure of the right common femoral artery was attempted using two perclose proglide devices. Reportedly, a needle-to-cuff miss occurred. The device was removed and a second proglide device was attempted, but another needle-to-cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4).it is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is being filed under a separate medwatch manufacturer report number.